Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the failed downstream occlusion test. The device passed all occlusion testing. The device was recalibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump was failing the downstream occlusion test. It was also reported that there was no patient injury.